Event description:
The pt reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in 2007, in his right eye (od). The pt has been experiencing night blindness and halos. The pt reported his pupils were larger than the optic of the icl and was taking alphagan p. The rptr at the surgeon's office reported at the pt's post-op visit three months later, the pt's best-corrected visual acuity was 20/30 and the pt was experiencing halos. The pt did not have any pre-exiting conditions. The lens remains implanted. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(Night blindness), search. Result: a lens work order search was performed and no similar complaint was found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined.